Event description:
It was reported that a malfunction occurred on the pump, specifically identified by the malfunction code ¿malf 12.¿ there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided guidance for future occurrences. The customer was instructed to call back if the malfunction recurred, which did not occur after resetting, and continued to use the pump.